Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 19-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported inserting the nasogastric (ng) into the patient the registered nurses (rn's) noticed stomach content leaking onto the bed from the exterior end of the ng tube. "Upon further inspection, a crack in the ng was noted and that is where the content was coming out of. Another ng tube was inserted. There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30355481, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device was evaluated and the incident reported has been confirmed per sample evaluation, returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y-connector. Root cause could not be determined. All information reasonably known as of 12-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.